Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day of the insertion, the patient¿s wearable device failed. The patient reported being a ¿brittle diabetic¿ and stated that he ¿always ends up at the hospital whenever he doesn¿t have a working sensor.¿ no additional event details were provided, including patient symptoms, medication or treatment information, or confirmation of whether the patient went to the hospital for this specific incident. Attempts to contact the patient for further clarification were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.